Manufacturer narrative:
The customer reported that a patient had received laser hair removal treatment and responded with burns and hypopigmentation on the treated area. A candela representative visited the account to evaluate the laser system. Upon evaluation, it was found out that the device was poorly maintained and had not been serviced per candela recommendations. The delivery system was also found to have transmission below specification with significant proximal end burn. The handpiece also exhibited a crack along the bottom seam. The spray pattern from the distant cooling device (dcd) which sprays the cryogen that cools the skin prior to treatment was found to be outside the distance gauge. With the dcd spraying the cryogen outside the distance gauge; it means that the skin is potentially exposed to laser burns since it is not sufficiently cooled. The burns on the patient were from insufficient cooling of the skin. A new delivery system with hand piece was provided to the customer to replace the faulty one. Maintenance was also performed on the laser system to restore it to candela recommended working specifications. We received confirmation that the patient burn is healing satisfactorily.

Event description:
On (B)(6) 2017, an account in the (B)(6) reported that a patient that received laser hair removal treatment in (B)(6) 2016 had responded with first degree burns and hypopigmentation on the treatment area.